Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v931596, implanted: (B)(6) 2012, product type lead; product ID 3093-28, lot # v931596, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that new lead was placed "a little too close to the sacral nerve." After this revision the patient had great symptom control for about 2 weeks and then was feeling shocking and jolting bilaterally down their legs to their toes and across their back as well. Impedances were normal range, except for 2 pairs that were around 2400 ohms. It was reported that patient was feeling shocking every time they moved and chronically. It was noted that there was no known accident or incident related to this complaint. When stimulation mapping was done with the patient with case and 0, patient felt stimulation at 0.7 and super pubically; with case and 1, they felt it pubically and bilaterally down back of both legs to toes at 0.6v; with case and 2, they felt it in the same area as case and 2 at 0.8 and with case and 3, they felt it pubically at 0.4v. The patient was seen for issue for the first time on (B)(6) and was then programmed with guarded cathode which worked for a couple weeks, but then shocking resumed and it got so bad that the patient turned their stimulation off. It was reported that the patient was seen again (B)(6) for same issue. The patient had tried to turn stim down low enough to not feel shocking, then they were not getting symptom control. As of (B)(6), the patient was getting horrible and painful shocks every time they moved. Palpation had not been tried nor had x-ray. It was noted that they would do x-ray. Additional information received reported that the cause of event was unknown. The impedances were within normal limits and pa and lateral pelvis films were also within normal limits. The patient had shocking down to their toes and was advised to see their primary care physician (pcp) for evaluation. The health care provider did not believe this was related to the device.